Event description:
The initial complaint was received at flexmedics corporation on july 30, 1998 from radiologic limited, who is a medical device distributor. The customer stated that "during the ureteric stent procedure the spiral tip of the guidewire broke off and left inside the patient". The guidewire in the complaint was used in a "ureteric stent placement procedure" by a dr. At the less invasive therapy limited in united kingdom. Flexmedics was unable to get any information specific to the patient.